Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited oversensing and noisy signals on the ventricular rate/sense and shock stored egrams. The local guidant representative was able to reproduce the oversensing by having the patient cross his arms.